Manufacturer narrative:
Additional information: b1, b5, h1 and h11. B5: upon follow up it was reported that the cause of the peritonitis was due to diarrhea. On an unknown date, the patient was discharged from the hospital and antibiotic treatment was discontinued. On an unreported date, pd therapy was discontinued, the pd catheter was removed and the patient was started on hemodialysis (ongoing). On an unknown date the patient recovered from peritonitis. H11: based on additional information received that the peritonitis was caused by diarrhea, the unknown vantive pd disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, abdominal pain and diarrhea. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized and treated with injection meropenam (1g, once daily, intraperitoneal, ongoing), injection amikacin (125mg, once daily, intraperitoneal, ongoing) and injection vancomycin (1g, every 96 hourly, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information was available at the time of this report.